Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2ardc); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was checking their settings and they noticed that their stimulation settings had unknowingly been turned down. The patient states that they never had it set that low but when they tried to increase the stimulation, the buzzing sensation was too uncomfortable. Patient was inquiring on why the sudden change would have happened. Agent reviewed stimulation adjustment expectations. Patient was concerned that their lead had possibly moved given that they feel stimulation on much lower settings. Agent redirected the patient to their healthcare provider (hcp), and notified that their hcp could run reports on stimulation settings. Patient also mentioned unrelated medical history and stated that they had neuropathy. Patient inquired on whether or not they can use laser therapy. Agent reviewed compatibility.